Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 (air in tubing) alarm, followed by a 2367 alarm, which occurred on the homechoice (hc) during dwell 4 of 4. The baxter technical service representative (tsr) had the home patient (hp) recycle the power, which cleared the alarms. During the trouble shooting, the hp mentioned that they had disconnected the bags prior to the alarm. The tsr told the hp not to remove the bags in the future. Proper procedures, per the user manual, were reviewed with the reporter. It was unknown how the hp would complete the rest of their therapy. There was patient involvement, however no adverse event was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The cassette was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). Per the patient at-home guide, it instructs the user that if a bag becomes disconnected during therapy, to follow the end therapy early procedure. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.